Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, far p waves oversensing and intermittently loses of biv pacing were observed. Decrease in ejection fraction (ef) was also noted when the biv pacing decreased. The patient was not pacemaker dependent. It was not possible to prevent the far p waves oversensing since the oversensing were coming before the intrinsic r waves. Programming changes to prevent pacing inhibition and keep monitoring the patient were suggested . The patient was scheduled to present in the clinic for pacing reassessment. The patient was stable and had no symptoms.